Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions to use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The following was reported via a literature article from the annals of vascular diseases, vol. 5, no. 1: 2012; pp 65-68. A (B)(6) woman presented with a right foot ulcer, 70 days after a percutaneous transluminal angioplasty (pta), in which an angio-seal device was used to seal the arteriotomy. The patient had a history of severe arteriosclerosis obliterans. Post-procedure, the patient's ankle-brachial index (abi) scores decreased and angiography revealed a severe eccentric stenotic lesion of the right common femoral artery (cfa) at the level of the previous puncture site. Duplex ultrasound revealed that the lesion was due to an isoechoic mass. During surgery, a pronounced fibrotic reaction surrounding the groin vessels and advanced arteriosclerosis were detected. Upon opening the cfa, a collagen sponge with an attached thrombus were observed inside the vessel lumen. A thin-walled, ringed stretch graft was used to repair the cfa. Microscopic evaluation showed evidence of a vigorous foreign body reaction to the material, resulting in the failure of reabsorption. The patient had an uncomplicated recovery, with an improved abi score. Doi: 10.3400/avd.cr.11.00046.